Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Caller indicated the issue was resolved and declined any further troubleshooting assistance.